Event description:
The customer reported that the central nurse's station (cns) lost power suddenly. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) lost power suddenly. According to the customer, they tried to move the power cord to a different outlet, but the issue persisted. Technical support (ts) asked the customer to check all the cables behind the cns, but the customer stated that there's a cover in the back. Per the customer, it also appears that the screen is not getting any power. Ts asked the customer to reach out to their biomed to troubleshoot the issue. There was no patient injury reported. Investigation summary: there is little information to determine the root cause. The cns device is designed such that the internal components are protected from excessive heat. When excessive heat builds up, either from hot ambient air, or clogged heat fans on the cns tower, the device will shut down as a protective measure. These shutdowns may impact hard drive lifespan. In short, the symptoms of a device not being able to boot up are related to its internal hard drives and/or environmental factors such as adequate power supply. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/28/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 03/07/2023 a phone call was made in an attempt to gather patient and device information. A voice mail was left for jade to call me back with the patient and device information. Attempt # 3 03/13/2023 a phone call was made in an attempt to gather patient and device information. A voice mail was left for jade to call me back with the patient and device information. B6 attempt # 1: 02/28/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 03/07/2023 a phone call was made in an attempt to gather patient and device information. A voice mail was left for jade to call me back with the patient and device information. Attempt # 3 03/13/2023 a phone call was made in an attempt to gather patient and device information. A voice mail was left for jade to call me back with the patient and device information. B7 attempt # 1: 02/28/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 03/07/2023 a phone call was made in an attempt to gather patient and device information. A voice mail was left for jade to call me back with the patient and device information. Attempt # 3 03/13/2023 a phone call was made in an attempt to gather patient and device information. A voice mail was left for jade to call me back with the patient and device information. D10 attempt # 1: 02/28/2023 emailed the customer via microsoft outlook for patient and device information: no reply was received. Attempt # 2: 03/07/2023 a phone call was made in an attempt to gather patient and device information. A voice mail was left for jade to call me back with the patient and device information. Attempt # 3 03/13/2023 a phone call was made in an attempt to gather patient and device information. A voice mail was left for jade to call me back with the patient and device information. Manufacturer references # (B)(4).

Manufacturer narrative:
The customer reported that the central nurse's station (cns) lost power suddenly. According to the customer, they tried to move the power cord to a different outlet, but the issue persisted. Technical support (ts) asked the customer to check all the cables behind the cns, but the customer stated that there's a cover in the back. Per the customer, it also appears that the screen is not getting any power. Ts asked the customer to reach out to their biomed to troubleshoot the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt#: 2: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information. A voice mail was left for (B)(6) to call me back with the patient and device information. Attempt#: 3 on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information. A voice mail was left for (B)(6) to call me back with the patient and device information. Relevant tests/laboratory data: attempt#: 2: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information. A voice mail was left for (B)(6) to call me back with the patient and device information. Attempt#: 3 on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information. A voice mail was left for (B)(6) to call me back with the patient and device information. Other relevant history: attempt#: 2: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information. A voice mail was left for (B)(6) to call me back with the patient and device information. Attempt#: 3 on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information. A voice mail was left for (B)(6) to call me back with the patient and device information. Concomitant medical products: attempt#: 2: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information. A voice mail was left for (B)(6) to call me back with the patient and device information. Attempt#: 3 on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information. A voice mail was left for (B)(6) to call me back with the patient and device information.

Event description:
The customer reported that the central nurse's station (cns) lost power suddenly. There was no patient injury reported.